Manufacturer narrative:
Corrected expiration date: 2020-09-30. Corrected occupation: health care professional. Plant investigation: the complainant provided photographs of the complaint event (located in the content tab). Two of the photographs appear to depict an internal blood leak originating from the fiber bundle. A third photograph was provided of the bloodlines presumably used in the treatment. No allegation was made against the bloodlines and therefore no complaint was opened. Although a photograph was a provided by the complainant, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A facility program manager provided additional information that a hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm less than a minute after the hd therapy was initiated. The program manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer at the red hansen hose, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was not provided. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The sample was discarded and was no longer available for return for evaluation. Photos were provided for the investigation.

Event description:
A facility program manager provided additional information that a hemodialysis (hd) patient was connected to a 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm less than a minute after the hd therapy was initiated. The program manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer at the red hansen hose, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was not provided. Blood was visually noted and a blood leak test strip was not used. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine without issue. The sample was discarded and was no longer available for return for evaluation. Photos were provided for the investigation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A hemodialysis (hd) nurse reported a blood leak during initiation of patient's treatment. Blood was noted at the red hansen and the machine detector had also alarmed. Additional information was requested and was not received to date.